Manufacturer narrative:
As reported, the capsure fixation device deployed two fasteners at a consecutive fire. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample could not be performed due to the received condition of the device being depleted of all 30 fasteners. Based on the return sample condition, no conclusion can be made to what extent if any the device caused or contributed to the deployment issues reported. This supplemental MDR represents the capsure (device #2). An additional supplemental MDR was submitted to represent the capsure (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a pelvic organ prolapse repair, the capsure fixation device deployed 2 fasteners at the same time during consecutive shots. As reported the same issue occurred in another capsure fixation device. It was reported that two consecutively deployed fasteners were removed and others were successfully fixated. The procedure was successfully completed with another device. There was no patient injury. This file represents device #2.

Manufacturer narrative:
As reported, the capsure fixation device deployed two fasteners at a consecutive fire. The image provided confirms the reported event however cannot assist at determining a root cause. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. This MDR represents the capsure (device #2). An additional MDR was submitted to represent the capsure (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a pelvic organ prolapse repair, the capsure fixation device deployed 2 fasteners at the same time during consecutive shots. As reported the same issue occurred in another capsure fixation device. It was reported that two consecutively deployed fasteners were removed and others were successfully fixated. The procedure was successfully completed with another device. There was no patient injury. This file represents device #2.